Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose was 412 mg/dl at the time of incident. Customer treated high blood glucose level with needle. Customer's current blood glucose was 237 mg/dl. Customer reported nausea as a symptom due to high blood glucose. Customer was assisted with troubleshooting. Customer stated they had high blood glucose for over a week or two and when treated with insulin pump that did not help. Troubleshooting performed. Insulin pump did pass self test and displacement test. Customer had been using insulin pump system within 48 hours of low blood glucose event. The insulin pump will not be returned for analysis.